Event description:
A hospital administrator reported intermittent communication issues with the footpedal during a cataract with intraocular lens implant procedure. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The system was examined and the reported event was not replicated. A review of the system's event log was able to confirm the reported events of system message (sm's) as reported. The system was then tested and met all product specs. The nurse stated that they have a very old microwave nearby which could be a cause due to radio frequency (rf) interference during eating hours. It was advised to use the footswitch with the cable and also communicated optimum wireless setting in case of future wireless use. A review of the customer's complaint history for the last 12 months did not show any previous complaints of this kind against the system. The system was manufactured on 10/30/2013. Based on qa assessment, the product met specs at the time of release. The company rep was unable to replicate the nonconformity and the system was found to meet specs. The root cause of the reported event could not be conclusively determined. (B)(4).